Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect following a fall. Since the fall, she felt her stimulation for about 5 minutes, then it would go away. Further info was requested from the healthcare professional.